Event description:
Infection rate increase prompted review of products in specific dept. Surgical gloves were found to rip easily and have pine holes. Random sampling of some gloves throughout facility produced similar findings. Mgr was notified and replaced all current stock with gloves from a different catalogue number which were same item, though mfg differently using double-dip method. Some problems were identified and all replacement gloves removed from svc. (Also see 1002768.)